Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. An xtw clip was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. Once removed, it was noted that the gripper line was broken. Two clips were then implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All available information was investigated, and while the reported single gripper actuation issue appears to be related to the gripper line break, a cause for how the gripper line broke could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. An xtw clip was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. Once removed, it was noted that the gripper line was broken. Two clips were then implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.